Event description:
The pt called lifescan and alleged that their meter was set to the wrong unit of measurement. Medical affairs spoke to the pt and obtained/verified the following information. The pt does not know when the meter began reading low. Pt was obtaining low results of "125 and 140 mg/dl", when their results were actually in the 200 mg/dl range. The pt takes insulin based on their readings and pt felt not taking enough insulin. The pt began having symptoms but did not "pay much attention to them". Pt went to the hospital because of results that pt thought were "260 and 250 mg/dl". They were actually 26.0 and 25.0 mmol/l, which converted are 450 and 468 mg/dl. The pt was treated with insulin and released when their blood sugar was normal. It is apparant that the confusion of unit of measurement contributed to a serious injury. The pt was taking less insulin based on falsely (interpreted) low results. Pt went to the hospital and was treated for hyperglycemia. A replacement meter is being sent to the pt.